Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller could not interrogate the implantable pulse generator (ipg). It was noted that there may be intermittent capture or none at all and was likely the device was beyond end of life (eol). The device remains in use. No patient complications have been reported as a result of this event.